Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 4 boxes of syringe 1.0ml 31ga 8mm 10bag 500 pl/wg had missing label information during use. The following was reported by the initial reporter: "it was reported that the expiration dates were missing from the boxes. Verbatim: item # 928856 with 4 boxes lot # 5292778 looking for exp date info. Exp date is missing from the boxes. Consumer stated purchased many years ago. Cases at a time still using from these cases to date. No issues with product. Informed we do test product up to 5 years. From the info received these boxes are well expired."